Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a procedure. This is the same case and patient as MFR report # 3005099803-2011-00835. This report pertains to the second of two devices. According to the complainant, during the procedure the physician had difficulty initially advancing the delivery device on the first side, or the patient's right side. It was reported that the physician encountered tough tissue and punctured his finger with the delivery device. The physician completed the procedure with this device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine."